Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to low impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The insulation was found abraded through 24.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported low pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the analysis showed a stretched and damaged conductor coil and insulation 57.5 cm distal to the is-1 connector pin, a bent fixation helix and a cut into the insulation 17.5 cm distal to the is-1 connector pin. These damages probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to low impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.